Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose over 500 mg/dl on (B)(6) 2015. She was treated with IV and insulin. The customer also reported that the insulin pump has a crack at the right hand corner of the screen towards the arrow button. The customer noticed the damage around (B)(6) 2015. Blood glucose at the time of the call was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.